Event description:
Related manufacturer reference number: (B)(4), related manufacturer reference number: (B)(4), related manufacturer reference number: (B)(4). It was reported, that the patient presented in clinic for follow up, due to swelling at the pocket site. Upon review, it was noted, that the implantable cardioverter defibrillator pocket had ruptured, and the leads were exposed. Vegetation was noted, on the leads. The device and leads were explanted. The patient was in stable condition post procedure.